Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level elevated to 638 mg/dl. Customer was treated with insulin drip in the emergency room (ER). Customer was released from the ER with bg of 328 mg/dl. Customer declined troubleshooting to determine a possible cause for the occlusion and reverted to insulin pens for insulin therapy.